Event description:
It was reported that the intraocular lens (iol) was inserted and fell through the chamber because of a patient¿s anatomy. The surgeon had to cut it out and successfully implanted an anterior chamber lens. In follow-up, it was reported that there was incision enlargement and a vitrectomy was performed. There was no patient injury reported.

Manufacturer narrative:
(B)(4): incision enlargement.all pertinent information available to abbott medical optics has been submitted. Placeholder.